Event description:
The patient was admitted to the hospital following episodes of noise resulting in oversensing, pacing inhibition and syncope on the right ventricular (rv) lead. Rv lead damage was suspected, although not confirmed. The event was resolved by capping and replacing the rv lead. The patient was in stable condition following the procedure.